Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump error was occurred. Blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download.